Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more essure coils on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / pelvic pain (intermittent, severe), pain") and genital haemorrhage ("heavy abnormal bleeding, abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. A67108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 and multigravida. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concurrent conditions included postoperative pain, smoker (pucks/day: 0 . 5) and obesity. Concomitant products included ibuprofen and vicodin (norco). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vulvovaginal pain ("vaginal pain / vaginal pain (intermittent, severe), pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain, pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy(full) and bilateral salpingectomy to remove one or more essure coils on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: pfs-patient underwent full hysterectomy with bilateral salpingectomy. She did not claim that essure worsened a previously existing injury/condition. Mr- right- 2 coils, left- 3coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - in june 2013: total bilateral occlusion patient undergone essure confirmation test. CT chest w/ contrast- on (B)(6) 2017 - impression: unremarkable CT of the chest; no pulmonary embolus . Surgical pathology report - on (B)(6) 2017 - diagnosis -uterus and cervix : a. Unremarkable cervix all end cervix. B. Benign secretory endometrium . C. No localizing myometrial incision bilateral adnexal : a. Right fallopian tube exhibit incision essure coil at. The myometrial origin. B . No significant pathologic change of left fallopian tube or bilateral ovaries . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming chronic pelvic pain. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received: new reporters, concomitant disease, new events female sexual dysfunction, migraine, headache, vaginal discharge, fatigue, weight increased and alopecia added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / pelvic pain (intermittent, severe)") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. A67108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 and vaginal delivery. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concurrent conditions included postoperative pain and smoker (pucks/day: 0 . 5). Concomitant products included ibuprofen and vicodin (norco). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal pain (intermittent, severe)") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more essure coils on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: pfs-patient underwent full hysterectomy with bilateral salpingectomy. She did not claim that essure worsened a previously existing injury/condition. Mr- right- 2 coils, left- 3coils. Diagnostic results: patient undergone essure confirmation test. CT chest w/ contrast- on (B)(6) 2017 - impression: unremarkable CT of the chest; no pulmonary embolus . Surgical pathology report - on (B)(6) 2017 - diagnosis -uterus and cervix : unremarkable cervix all end cervix. Benign secretory endometrium . No localizing myometrial incision bilateral adnexal : right fallopian tube exhibit incision essure coil at. The myometrial origin. No significant pathologic change of left fallopian tube or bilateral ovaries . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming chronic pelvic pain. Most recent follow-up information incorporated above includes: on 19-feb-2018: events- "dysmenorrhea (cramping), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), reporter, lot number, historical condition added from pfs. Historical and concomittant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.